Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 is also being used to capture medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the screw has been replaced, the system has remained inside. No other system was used. During review of received x-rays on (B)(6) 2019, it was identified that one locking screw (end cap) 04.614.508 is not attached to the head anymore. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Pre-investigation statement: according to the complaint description was the received screw broken on the x-ray, the breakage could not be confirmed during the performed revision. Review of the received x-rays has shown that a locking screw is separated form a cancellous bone screw. Therefore the flow device interaction/ functional was selected for investigation. Investigation site: cq zuchwil. Selected flow: device interaction/functional. Visual inspection: the received device was received in a assembled condition, no breakage could be observed. There are signs of use such as mechanical damages on the head part as well as at the inner threaded area. All features related to the reported complaint condition were reviewed and no other issues were identified. Functional test: relevant mating parts like the locking screw 04.614.508 and the involved rod was not returned. Therefore no function test could be performed. Dimensional inspection: as the x-rays review has shown that the locking screw had migrated, all related features from the "body" were inspected. Document specification review: the synapse system surgical technique (036.000.981 dsem/spn/0914/0183(4) 10/17) was reviewed to define the mating parts of the received cancellous bone screw. Final tightening is described as follows: after final adjustment of the construct, fully tighten all locking screws with the screwdriver shaft and the 2 nm torque limiting handle by turning the torque limiting handle until it clicks once on all sections. Conclusion: the complaint is unconfirmed regarding to the in this description mentioned screw breakage. Nevertheless is the complaint rated as confirmed because a from the cancellous bone screw separated locking screw is visible on the received x-rays. Based on the provided information and without all involved parts the root cause of this occurrence cannot be defined. During the evaluation of the received device no complaint related issue could be detected, the screw was manufactured according to the specification. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 04.615.026, lot: h742698, manufacturing site: brandywine, release to warehouse date: sep 26, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: kwp, mnh, mni. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised on (B)(6) 2019, as CT scan showed a fractured screw. During revision the affected screw was found to be intact and not fractured. The initial surgery was performed on (B)(6) 2018. Concomitant medical product: unknown rods: spine (part # unknown, lot # unknown, quantity # 1). This report is for one (1) 3.5mm ti cancellous polyaxial screw 26mm for 4.0mm rods. This is report 1 of 1 for complaint (B)(4).